Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00126. It was reported that the patient experienced autoreduction of stimulation. Diagnostics revealed that contacts 9-16 were invalid. Surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced. It was discovered that the lead had fractured. It is unknown which lead was explanted, therefore both leads are being reported.